Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to bootup due to a power supply issue. Review of the log file analysis does not contain power malfunction. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the m and b cabinets' power supply were defective. The defective m and b cabinets' power supply was returned for failure analysis and found failure due to electronic defect. Fse replaced the power supply in m cabinet and b cabinet. After the replacement of power supply in m cabinet and b cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system failed to bootup due to a power supply issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.